Event description:
It was reported that the crosslink was stripped. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and optical examination confirms crosslink center hex head is stripped. No thread damage noted. Dimensionally and functionally verified conformance and proper function of the associated x10 driver. Damage to hex head is consistent with excessive force. A review of the device history records did not identify any applicable nonconformance to specification.